Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, pacer testing and stress testing without duplicating the report. An inspection of the device found no discrepancies. The device was recertified and returned to the customer. Review of the available logs showed no evidence related to the report. The multifunction cable and ECG cable were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device had an unspecified pacer problem. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.